Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
Philips received a report from a customer that a patient was scanned on an achieva 3.0 t mr system with the knee coil. The patient sustained a blister on the left upper leg.

Manufacturer narrative:
Based on the provided information there is no indication of a malfunction of the mr system or the coil used. The heating sensation and following blistering observed on the patient's left upper leg can be explained by contact between the coil cable and the skin of the left upper leg. Padding must be used to ensure sufficient distance between coil cable and patient body if contact cannot be prevented by cable routing only.. Further contributing factors observed are: - 6 scans on high sar were administered. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Based on the provided information there is no indication of a malfunction of the mr system or the coil used. The heating sensation and following blistering observed on the patient's left upper leg can be explained by contact between the coil cable and the skin of the left upper leg. Padding must be used to ensure sufficient distance between coil cable and patient body if contact cannot be prevented by cable routing only. Further contributing factors observed are: - 6 scans on high sar were administered.